Manufacturer narrative:
(B)(4). The patient will continue to be monitored. Records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information via the patient¿s remote monitoring system that the cardiac resynchronization defibrillator (crt-d) with the right ventricular (rv) lead exhibited low out-of-range (oor) pacing lead impedance less than 200 ohms and oversensing. Additional information received and indicated that the patient was scheduled for a follow-up. The cause was not determined. The system remains in service. No patient adverse effects reported.

Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Additional information was received indicating that this patient received several shocks for atrial fibrillation (af) with ventricular tachycardia (vt). Post shock there was atrial standstill with a noisy signal on the right ventricular (rv) rate sense lead. The rv pace impedance measurements were fluctuating in and out of range (less than 200 ohms). At this time, no intervention has taken place. No adverse patient effects were reported. The system remains in service.

Event description:
Additional information received that the system continued to exhibit low out-of-range (oor) pacing lead impedance. The local field representative was contacted and reported that patient was in the office and no oor events were reproduced. The cause of the observation remains undetermined and the patient will continue to be monitored. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is available at this time and records indicate this device and lead remain in service. Should additional information become available this report will be updated.